Event description:
The external pulse generator was returned to the manufacturer for design upgrade, analyzed and tested out of specification. No patient involvement was reported.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) upper and lower cases are broken. Battery release, heart block, and battery drawer are contaminated. Side bail covers, ring cover, two case screws, ring cover screw, side bails, and ring are missing. Encoder flex is out of mechanical specification.